Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a performance decrement with device use resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient experienced infection and extrusion of the device and subsequently was treated with oral, topical and IV antibiotics (date not reported). This report is filed on july 16, 2018.